Event description:
Consumer called to report their meter is inaccurate and they needed to call emt for assistance. When emt took their blood sugar reading it was lower than what the bd meter was reading.